Manufacturer narrative:
The incorrect b1 was submitted on the previous report. B1 and h1 updated/corrected in this report.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5116386) in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. In addition, the customer alleges coughing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received a voluntary medwatch (mw5116386) in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. In addition, the customer alleges coughing. Additionally received information alleging that diagnosed with non-small cell lung cancer, nsclc, (B)(6) 2023. The cancer type is stage 2, adenocarcinoma. The patient reported that he had 10 radiation treatments starting in (B)(6) 2023 and currently undergoing chemotherapy starting (B)(6) 2023. Init. Report sent to FDA, adverse event/product problem, outcomes attributed to ae, event date, patient outcome code grid, health impact grid, b5 verbiage has been updated.